Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that prior to an atrial fibrillation ablation a farawave was selected for use. During preparation, it was noticed that the flush port connection was cracked. When flush was introduced, it leaked. The catheter was replaced and the procedure was completed without patient complications. The device is expected to be returned for laboratory analysis.